Manufacturer narrative:
Batch review performed on 08 november 2023. Lot 2009032: 75 items manufactured and released on 10-nov-2020. Expiration date: 2025-10-11. No anomalies found related to the problem.to date, 57 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 1 year 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.